Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and did not malfunction. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01380 & 0001822565-2017-01396).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately two years post-implantation due to instability. Medical records indicate that the patient was revised due to instability and dislocation. The surgeon noted a bursa with fluid consistent with dislocation.